Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stylet stuck inside lead lumen. The physician pulled it hard and caused a major twist to the lead body. The lead was explanted and replaced without any adverse event.